Manufacturer narrative:
A MFR's service rep performed an on site investigation. The cine drive connector was cleaned and tightened. The system was tested and is operating as intended.

Event description:
The customer reported that the 9900 system displayed a cine disk error message. No pt injury was reported.